Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy and receiving stimulation in his ribs on his left side. Diagnostics indicated one of the leads had high impedances. X-rays indicated that the patient's leads had migrated slightly. As a result, surgical intervention took place on (B)(6) 2025, during which patient's entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.